Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of adverse event ("complaints") and device dislocation ("during removal it appeared that one essure was missing") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal in 2017). Essure was removed. In 2017, the adverse event had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for adverse event and device dislocation with essure. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed due to complaints (seen as adverse event not specified) and during removal it appeared that one essure was missing (seen as device dislocation). After essure removal, the patient recovered from complaints. These events are anticipated according to the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given the nature of this event, it was considered as related to essure. Although the reported adverse reaction has not been specified by the reporter, it was considered related to essure since a device removal was performed due to these "complaints". This case was regarded as incident since device removal was required. A product technical analysis and further information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of adverse event ("complaints") and device dislocation ("during removal it appeared that the left essure was missing") in an adult female patient who had essure (batch no. 916889) inserted. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubectomy, right essure removed on (B)(6) 2017). In 2017, the adverse event had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for adverse event and device dislocation with essure. The reporter commented: essure removal was performed at the patient's request. Right essure was removed, no essure found on left. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1185 cases. Adverse event. The analysis in the global safety database revealed 14 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure device removal questionnaire received: patient's initials and date of birth was added; the reported event "during removal it appeared that one essure was missing" was updated to "during removal it appeared that the left essure was missing"; essure therapy dates and lot number provided. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of adverse event ("complaints") and device dislocation ("during removal it appeared that one essure was missing") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal in 2017). Essure was removed. In 2017, the adverse event had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for adverse event and device dislocation with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed due to complaints (seen as adverse event not specified) and during removal it appeared that one essure was missing (seen as device dislocation). After essure removal, the patient recovered from complaints. These events are anticipated according to the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given the nature of this event, it was considered as related to essure. Although the reported adverse reaction has not been specified by the reporter, it was considered related to essure since a device removal was performed due to these "complaints". This case was regarded as incident since device removal was required. The product technical analysis resulted in an unconfirmed quality defect. Further information has been requested.